Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Cut gum [gingival injury]. Brush came apart in mouth [device breakage]. Consumer contacted via e-mail and stated that while brushing his/her teeth, the brush came apart in his/her mouth. No serious injury was reported.